Event description:
It was reported the there was a leak observed between tubing and gastric band. It's not the reservoir where the needle goes in to adjust the band. New gastric band implanted. There were no reported patient consequence. Additional follow up is being conducted. If additional details become available a 3500a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) = suture pierced balloon and tear localized on fold line the straight band with 26.5cm of catheter, the velocity port with the locking connector and 20.5cm of catheter were returned for evaluation. Upon visual inspection, it was observed that the balloon was returned cut in two (2) distinct parts. (This cut probably performed during the explantation of the band). Four (4) fold lines were observed on the balloon, these fold lines were localized at 2.0cm, 3.5cm , 5.5cm and 8cm from the catheter connection. Upon microscopic evaluation, it was observed that on the balloon a tear of 1.5mm in length and localized at 2cm from the catheter connection was present (this tear is localized on fold line). It was also observed that a blue suture (0.3mm of diameter) punctured the balloon. This puncture was 0.3mm and localized at 9.6cm from the catheter connection. No puncture or tear was observed on the catheter (band and port side). The septum was punctured over 20 times. No leak test was performed on the balloon as result of the visual inspection. A port blockage test was performed on the injection port with a successful result, no blockage was found. A leak test was performed on the injection port with a successful result. No leak was found. The tear and blue suture found on the balloon are the probable cause of the fluid leakage. A device history record (DHR) review was performed, and no discrepancies were observed during the manufacturing process; manufacturing practices were reviewed and it was noted that all devices are leak tested prior to lot release. It is therefore considered unlikely that a manufacturing issue contributed to the reported event.